Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000471499 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a procedure a faulty vasoview hemopro 2 where the blue button- activation toggle would not work and was getting stuck. It has happened a few times. They had to change and open a new evh kit, and the new kit was working without problem. There was a procedural delay. There were no effects to the patient.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.